Event description:
It was reported to medtronic minimed that the customer reported loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Product return requested for mmt-1711k and the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with a cracked retainer ring. The pump passed the displacement test and self-test. Unit was successfully downloaded using thus for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Pump error 63 (variable 3) was found in the history files on (B)(6) 2024 18:26:47.000 due to a hardware error. P-cap was attached and locked into place properly, however, a cracked retainer ring was noted during inspection. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage (serial number label faded and stained) and cracked retainer. No communication pump to transmitter was not confirmed. Cracked retainer ring damage was confirmed. Pump error 63 was confirmed due to a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.